Event description:
It was reported that during a laparoscopic cholecystectomy, the trigger could not be grasped when the device was intended into the patient. Also, the device could not be pulled out from a trocar. Eventually, the device was removed from the patient with the trocar. A competitive device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received empty, with the locked out mechanism fired through and with the orange indicator overtraveled; the feeder shoe was protruding from the shaft. The device was returned inserted through 5mm trocar. The instrument could not be removed from the trocar due to the feeder shoe condition which did not allow the jaws to collapse. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feeder shoe was noted scratched and with an indentation caused by the advancer tip when the lockout was fired through; also the jaw ramp was noted to be cracked. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired. The batch record was reviewed and no anomalies were noted during the manufacturing process.